Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Date of explant: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 55-year-old female patient underwent a breast augmentation revision surgery with a 375cc mentor memorygel breast implant. Post-operatively, the patient experienced a rupture on the left side, which was confirmed via ultrasound. As a result, the patient is scheduled for removal on (B)(6) 2022.

Manufacturer narrative:
On january 30, 2023, mentor received the device for evaluation as well as additional information. Mentor became aware that the patient underwent removal on (B)(6) 2023. On february 02, 2023, mentor completed a visual inspection of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant was found to be ruptured within a crease/fold. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On february 16, 2023, mentor received additional information. Mentor became aware that the patient experienced capsular contracture of an unspecified baker grade in the left breast. The patient underwent removal and replacement with a 175cc mentor memorygel breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2022, mentor received additional information. The patient's initials were updated to l.h. Manufacturer's reference number: (B)(4).